Manufacturer narrative:
From the reported information there are no indications of serious injury to the patient or user as a result of this incident. Following the initial closure of this file, the se1 pump (sn: (B)(4) / sw: v8.53) was returned for evaluation and the customer provided photographs depicting damaged components (capacitor c173 & ic q7) located on the logic board. A visual inspection identified damage of the pumping mechanism IV set locating guide, damage of the rear case and a missing screw of the rs232 cover. Circuit analysis of the logic board identified capacitor c173 (v-motor supply) to be short circuit which has increased the circuit current resulting in the breakdown / overheating of ic q7 (system power source select). A review of the device history record (DHR) confirmed the pump date of manufacture as may-2006 and did not identify any related issues during the manufacturing process. A review of the pump service history identified two occasions of bd service activities having been performed during (B)(6) 2013, both for issues related to the auxiliary display. A replacement logic board was fitted and full calibration performed. A performance verification procedure (pvp) was completed and all results were within specification. The pump was subjected to a continuous infusion for >48 hours which was completed failure free. This investigation has confirmed the reported issue which has been attributed to a random component failure. A review of the feedback database for the past 3 years did not identify any reports for this issue related to any of the internal pcb's or assemblies. Bd continues to monitor all feedback to ensure that a trend is not developing. The root cause was determined to be a component failure associated with a c173 short circuit. The c173 short circuit current resulted in a damaged q7. Device was received and evaluated.

Event description:
It as reported that while there was a device in use on a patient it began to make a "noise and emit smoke along with a burning smell." It was also noted that they could immediately smell the burning from the device when presented to the biomed department. When we removed the casing for further inspection we discovered that capacitor c173 and an eight leg smd chip, q7 were blown." There was no reported patient harm.